Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device required service. The device was found to have a bent drive shaft. It is unknown if the device was being used during surgery. It is also unknown if there was injury or medical intervention. There was no additional info provided.